Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the device had error - bottle side pressure sensor which was resolved with replacement of right iui connector. The error log said that the upstream pressure sensor was dead, so, replaced both of the upstream and downstream pressure sensors and there were issue with some segments in display board which also resolved by replacement of display board. There was no patient involvement.